Event description:
It was reported that during service and repair pre-testing, it was observed that the reciprocating saw attachment device would not run. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the gear assembly would not rotate and the quick coupling was sticking. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear of mechanical components from repeated sterilization. If additional information should become available, a supplemental medwatch report will be submitted accordingly.